Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 459 mg/dl. The customer¿s current blood glucose value was 295 mg/dl. Customer reported they had motor error alarm and they were able to rewind and clear the alarm. The customer did experienced symptoms of high blood glucose value such as nausea, vomiting and abdominal pain. The customer treated high blood glucose with insulin pump and manual injection. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. No further complications were reported. The customer will discontinue to use the device.